Event description:
Additional information received from the customer stating "when the user connected and pushed the connecter, it was hard, and it did not move. Upon checking after removed the connection, liquid was confirmed on the top surface. One(1) actual sample was returned connected to a 10ml syringe. In addition, two(2) pcs of kl-va001u3 were also returned respectively connected to a vial bottle of bevacizumab bs for i.v.infusion 100mg. The sample connected to a syringe was connected to the returned kl-va001u3 and attempts were made to press and pull the syringe plunger. At the beginning the syringe plunger moved, but from the middle, the plunger became unable to move with resistance. Upon checking the top surface of sample after removed the connection with kl-va001u3, the popette was confirmed to be recessed/stuck down. When we lightly pushed the plunger of the syringe(filled with water) connected to the actual sample, the leakage was confirmed. Moreover, liquid flow check was performed again for the combination of our in-house kl-msu3, the returned syringe, and returned kl-va001u3, no anomalies, such as leakage or occlusion, were observed. Liquid flow was successfully established.¿ the issue was detected prior to direct patient use, it was noted during preparation. There was no serious injury or death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no medical or surgical intervention required. The device was changed out or replaced with no further problems encountered. There was no patient involvement and no patient harm in the event.

Manufacturer narrative:
A series of photos were shared by terumo, where the poppet is observed to be inside the chemolock, no leaks or additional anomalies were observed. One (1) used list# kl-msu3, chemosafelock connecter was returned for evaluation. As received the poppet was observed to be recessed and no spring inside was confirmed. Complaint of leakage can be confirmed. The probable is due to a missing spring happened during an error of manual process assembly. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a chemosafelock connecter where a leakage was reported. There was no reported impact of the event on the patient and medical institution worker. The event was noted after use. There was unknown patient involvement, but no patient harm reported in the event.

Manufacturer narrative:
The sample was gravity pressure tested, and flow as expected was confirmed.